Event description:
It was reported that the atrial lead exhibited undersensing. Atrial sensitivity was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.